Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 14th january 2022 section h3: device evaluated by manufacturer¿ yes device evaluation: the complaint lens was received inside of the original lens case. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that one haptic was detached, which can be attributed to handling during loading and insertion. The lens was cleaned and no additional defects were observed. The complaint issue could not be confirmed based on complaint code definitions, and no product deficiency could be identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Event description:
It was reported that the loop has been deformed during implantation so the lens was removed and replaced. No additional information was provided.

Manufacturer narrative:
If implanted; give date: not applicable. The iol was removed/ replaced in the initial surgery. If explanted; give date: not applicable as the iol was removed/ replaced within the same procedure. (B)(6). The intraocular lens (iol) has not yet been returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.